Event description:
It was reported that the system would not display an image. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and gave the customer a repair quote for a video board, but no conclusion can be drawn as further repair info is not available.